Manufacturer narrative:
The device and rv lead are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient that the patient with this right ventricular (rv) lead and pacemaker was taken to the emergency room due to seizures. While in the hospital, when it was noted that during one of the patient's seizures that she also went asystolic. Interrogation of the device did not find any issues; all measurements were normal and there were no significant changes to the trending data. There were two episodes recorded due to noise being oversensed in (B)(6) 2017 that did result in pacing inhibition. Testing was performed and the noise could not be reproduced. It is suspected that the noise may have been caused by the patient having seizures on that day. A lead revision was performed and both the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.